Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 256mg/dl, 108mg/dl. Test were done less than 10 minutes apart with a difference of 72%. Pt did not experience any adverse events. No further info has been reported.